Manufacturer narrative:
The device in question is a peripheral hardware component used in conjunction with our e-reader medical device. There was no deficiency noted with the e-reader unit that was connected to the power supply adapter. The complaint product was not returned for evaluation. Though a root cause cannot be conclusively determined, a review of this event and other similarly reported events found that the issue may be attributed to the manufacturer of the power supply adapter. The issue has been escalated for further review and investigation. E-screen will continue to monitor and trend this issue.

Event description:
The customer reported that there was an issue with their e-reader power supply. Reportedly, the power supply was overheating and cracking the case. Additional information with regards to whether any injury occurred was not provided.